Event description:
A 7mm diameter * 40mm length medtronic ave billary stent was inserted into the left illac artery after successful placement of a 7mm diameter * 60mm length medtronic ave billary stent in the same artery. During attempted inflation of the second stent delivery system the physician noticed contrast, indicating that there was a leak in the balloon. Because the doctor felt that the balloon was not completely expanded, he employed the technique of "pumping" it or "power injecting with hand injections". This technique resulted in causing the stent to "shoot off of the delivery system" and slide into the other stent. The stent delivery balloon was then removed and another balloon was inserted through the dislodged stent. The balloon was then removed and another balloon was inflated within the stent and used to gently pull the stent back to the intended deployment site, proximal to the other stent. The stent was then successfully deployed at the intended site.the results of the stent procedure were successful and there was no additional clinical sequelae reported relative to the event.